Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported she experienced bent infusion set cannulas with all 6 infusion sets she used. She stated one of the 6 leaked at the infusion site and one caused pain. No blood glucose issues were reported. She used the insertion device to insert the headset. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.